Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and check therapy pad messages, arrhythmia alarms, and check therapy pad messages) has been confirmed. Upon investigation the electrode belt was unable to complete an ECG falloff test. The cause was isolated to the multiple wires being shorted in the ECG cable. The root cause for the shorted wires has not been positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A US distributor reported that a patient was experiencing adjust belt and check therapy pad messages, arrhythmia alarms, and check therapy pad messages.